Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service evaluation was performed. The customer reported the device had another item stuck in the handle. The repair technician reported the lock lever sticks. The item is not repairable. The cause of the issue is unknown, this item was forwarded to the complaint handling unit for further evaluation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling from a hex adaptor broke off and became stuck in the handle of a ratcheting screwdriver. Ratchet screw was originally reported instead of ratchet screwdriver.

Event description:
It was reported that the coupling from a hex adaptor broke off and became stuck in the handle of a ratcheting screw during an anterior cervical fusion at c5-c7. The incident occurred on the back table of the operating room. The two items were separated post operatively. Another screwdriver was available to successfully complete the procedure with only a few minute delay. There was no patient injury. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition the hex adaptor was returned broken, about midway along the shaft containing the hex. The rest of the instrument was in good condition with no signs of wear. The part and lot number are readable. One hex adaptor, high strength, quick coupling (part# 03.617.941 lot# 8122325) and one ratcheting screwdriver handle (part# 311.023 lot# t985123) were returned for the adaptor reportedly breaking off inside the ratchet handle. The hex adaptor and handle are additional available instruments for zero-p anterior cervical interbody fusion. The technique guides for zero-p detail use of the small quick coupling handle (03.647.903) for inserting screws. The other two handles included in the set are the ratcheting screwdriver handle (311.023) and handle with large quick coupling (03.617.940). Product drawings and design standard were reviewed during the investigation. The hex adaptor is designed to connect a quick coupling screwdriver with a hexagonal coupling ratcheting handle. Review of the product drawings for 03.617.941 found the design adequate for its intended use. The hexagonal coupling end is designed to however a dimensional and tolerance analysis between the mating feature of the adaptor and handle could not be completed as the handle is a source controlled drawing. During the manufacturing evaluation of the handle, the supplier will also complete a design evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.